Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was believed to be fraying at the tip of the device. The pipeline that experienced resistance was a ped2-475-18, lot number d051517. Instead of using a second device, a third flow diverter (4.75 mm x 18 mm) was used to complete the procedure.

Event description:
Medtronic received a report that the pipeline failed to deploy in the distal stent region. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal communicating- posterior communicating with a max diameter of 16 mm and a 9 mm neck diameter. The blood vessel diameter in the landing zone was 3.5 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was appropriate. Postoperative findings related to blood flow contrast showed no problems. It was reported that when connecting the relevant product to the pipeline for placement, the distal tip did not deploy properly. Since it was not located at the curved section and the proximal side deployed well, deployment was continued as is. When about 50% deployment was reached, the tip's deployment was at a size that made it difficult for the microcatheter to pass through, so the device was re-sheathed and redeployment was attempted. Again, at around 50% deployment, the proximal side deployed, but the tip did not deploy at all. Attempts to guide deployment with the phenom plus or to change the tip's deployment position did not resolve the issue, so the device was retrieved. The pipeline was located in the tortuosity of the blood vessel. More than 50% of the pipeline was deployed when failure occurred. No additional operation was performed to deploy the stent. The stent was resheathed and removed along with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. During the procedure, the ped2-475-16 was delivered and deployed without any resistance or abnormality. The only observation was proximal shortening of the device, which the physician judged to be within the expected range and not problematic. However, to ensure adequate coverage, an additional ped2-475-18 was deployed. No resistance was encountered during the delivery or deployment of ped2-475-16.